Event description:
According to the reporter, while the bag was deployed to remove the gall bladder during laparoscopic cholecystectomy, the pouch burst at the seam during the extraction gall bladder from the body. The bag detached from the ring prior to the operator pulling the string. The specimen fell into the patient but was retrieved by enlarging the site by roughly one-fourth inch. The surgeon was able to work the gallbladder out using peons. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the specimen received was cut with little or no stretch deformation along the cutline. Microscopic inspection observed proper welding at the distal end. It was reported that the bag was torn at the seam or had a hole and a component disengaged from the device into the surgical cavity. The reported issues were confirmed. The most likely cause could not be established from the information available. This issue may occur if removal of specimen pouch is attempted through an inadequately sized removal site; there will be pressure exerted on the specimen pouch, usually in the distal end, where there will be stretching of the specimen pouch until it subsequently rips under tension. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while bag was deployed to remove the gall bladder during laparoscopic cholecystectomy, the pouch burst at the seam during extraction gall bladder from the body. The bag detached from the ring prior to the operator pulling the string. The specimen fell into the patient but was retrieved. There was no patient injury.